Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (not charging batteries) was confirmed. Upon investigation the battery charger power supply connector pins were recessed, which prevented the charger/modem from powering up. The root cause for the damaged pins could not be positively identified but was likely excessive force when connecting the power supply to the battery charger/modem. No adverse resulted from the damaged power supply connector. The patient received a replacement battery charger/modem.

Event description:
A (B)(4) distributor contacted zoll customer support to report that an unknown (B)(6) patient's charger would not power up. The patient was issued a replacement battery charger/modem.